Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized in february 2016 for high blood glucose of 473 mg/dl. Customer indicated that the high blood glucose was treated and then was released from the hospital. Customer did not want to provide any further information but was advised to call back if any further issues with the pump.